Event description:
It was reported the patient walked through a metal detector in 2004 and noted he felt a burning sensation.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2004, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2004, product type lead. (B)(4).